Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Further review of the data found oversensing of noise on the ra channel. Boston scientific technical services (ts) was consulted and upon review believed the noise was due to the ICD oversensing the minute ventilation (mv) signal as a result of the high impedance measurements. Ts discussed bringing the patient in for evaluation and further troubleshooting. The field representative is attempting to obtain further information from the clinic. At this time the ICD and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic where noise on the atrial channel was able to be reproduced. Subsequently the rate response sensor was programmed off. The right atrial (ra) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.